Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor, unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. Customer was advised to change the sensor. The customer reported that the sensor cannula was missing upon removal. Blood glucose value is unknown.